Event description:
The manufacturer received information from a customer that a bipap a40 device experienced a ventilator inoperative condition. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The bipap a40 device was returned and evaluated by the manufacturer. The device evaluation found an e-96 recorded in the event log indicating an occurrence of a ventilator inoperative alarm. The main pca was replaced. The service technician confirmed that the issue was resolved by replacing the main pca. The unit was checked, cleaned, and functionally tested.